Event description:
The pt was revised due to pain. Poly wear of the insert and patella was found intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. A search of the complaint database for the two reported product codes did not reveal any trends of problems for the reported product codes. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported pain and polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.